Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient the four infusion set cannula remained in body when the infusion set was removed on (B)(6) 2024. The site of insertion was abdomen. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.